Manufacturer narrative:
The event date is unknown. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #:(B)(4), ubd: 11-mar-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 31-jul-2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 28-aug-2018, UDI#:(B)(4) ; product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before this last surgery, as long as they have had these leads, they noticed that the leads seemed to be getting tighter and started pulling. They had an x-ray done and the "wire (leads) was wrapped around the unit (ins)". They mentioned that at one point, they could see the wire through their skin on the their neck and something seemed wrong. The patient recently got new implantable neurostimulator (ins) batteries implanted at the end of last year and since the surgery, they do not feel that the therapy has been working well. When the current inss were initially turned on, they were at a very low setting resulting in them not getting good therapeutic relief. So, they increased the stimulation a bit and immediately felt a "shocking tens-like sensation" above their right ins. It felt as though there were a "pulling" sensation in their chest muscle and this sensation was "irritating" the ins area. They confirmed that only the batteries were replaced and they still have the leads that were causing the initial issues. The issues seem to be progressing with the new inss. They also noticed that the voltage was not depleting like it normal would since getting these new batteries. They mentioned that their implants have been working well in the past but these current inss do not seem to be providing them therapeutic relief. It was reviewed that the patient will need to work with the healthcare provider (hcp) to get this resolved and recommended that they have the ins checked. The patient wanted to meet with a manufacturer representative (rep) so it was reviewed how to get in touch with a rep.